Event description:
It was reported that there was an issue with nx055z - as vega ps tibial plateau cemented t3. According to the complaint description, the revision surgery was 6 years 9 months post surgery due to loosening of the implants. The bone cement had completely detached from the back of the implant. Initial surgery: (B)(6) 2015 revision surgery: (B)(6) 2022 a revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference 100031057. Associated medwatch-reports: (400561290 - nx055z), 9610612-2022-00198 (400561116 - nx011z). Involved components. Nx130 - vega ps gliding surface t3/3+ 10mm - lot 52150816..

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Associated medwatch-reports: 9610612-2022-00197 (400561290 - nx055z) 9610612-2022-00198 (400561116 - nx011z) involved components nx130 - vega ps gliding surface t3/3+ 10mm - lot 52150816.

Manufacturer narrative:
Investigation: visual investigation: the provided/complained tibial component as well as the femoral component show no bone cement residue adhesive on the intended area. Furthermore, there are no other visible material/coating defects on the provided devices. The gliding surface of the meniscal component shows visible scratches and imprints resulting from third body wear (bone cement residues and /or bone chips). The provided x-ray figures give no clear hints regarding the root cause for the mentioned implant loosening. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((4)5 severity x (2)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: there are several root causes for an implant loosening. Without further detailed information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. One reason could be anot optimal processing time of the bone cement during application. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. For the topic vega loosening, product safety cases (psc) were initiated..